Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert indicating the pacemaker entered safety mode. The field representative advised the facility to schedule a replacement procedure. At this time no procedure has been scheduled and the pacemaker remains in service. No adverse effects have been reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time. Upon receipt at our post market quality assurance laboratory it was noted that the device had no telemetry. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be within normal limits. Although it was confirmed that the device had entered safety mode due to a depleted internal cell, root cause was unable to be determined as the testing of the hybrid circuitry and battery found no failure likely to cause safety mode.

Event description:
It was reported that the remote home monitoring system issued an alert indicating the pacemaker entered safety mode. The field representative advised the facility to schedule a replacement procedure. At this time no procedure has been scheduled and the pacemaker remains in service. No adverse effects have been reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert indicating the pacemaker entered safety mode. The field representative advised the facility to schedule a replacement procedure. At this time no procedure has been scheduled and the pacemaker remains in service. No adverse effects have been reported.